Event description:
The account states that a lab consultant was hit on her prescription glasses which went on the bridge on the nose by the left cover of the cell-dyn 3200 cs analyzer when trying to move a printer during an instrument installation. The account states the glasses were not damaged but that she was bruised over the bridge of the nose. A physician recommended an x-ray. Review of the x-ray results could not determine if the nose was broken. The lab consultant states that since the date of occurrence, she has also had back pains. An MRI (spinal lumbar without intravenous contrast) was performed, with results suggesting a herniated disk. An epidural was administered to shrink the damaged nerve in her back. No further impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.